Manufacturer narrative:
The patient returned the pump to animas for investigation. Evaluation revealed the pump was delivering and recording as delivered the set programmed basal rates, and no defects were found. The pump was tested and found to be delivering insulin accurately. The pump download history from the date of this event, (B)(6) 2011, was not available for investigation. The allegation could not be duplicated during the investigation.

Event description:
The patient reported the insulin pump had changed the basal rates without intervention by the pump user. The patient reported the pump changed her basal rates from 1.5 units per hour to 2.0 units per hour on (B)(6) 2011. On that day the patient obtained blood glucose readings ranging from 40 mg/dl to 70 mg/dl, and she experienced the symptom of shaking. The patient did not report administering any self-treatment or seeking medical attention. During the troubleshooting telephone call, it was determined that the patient's basal settings equal a total of 32.20 units for 24 hours. The pump's basal history for (B)(6) 2011 showed a total of 31.550 units. On (B)(6) 2011, the basal history showed a total of 36.825 units, and on (B)(6) 2011 the basal history showed a total of 37.050 units delivered. On (B)(6) 2011, the patient set the pump's current basal settings as: 12 am 1.000 unit/hr, 3 am 1.500 units/hr, 3 pm 1.000 unit/hr, 6 pm 1.500 units/hr, 10 pm 1.100 units/hr for a total of 32.20 units for 24 hours. The pump's basal history for (B)(6) 2011, shows the following basal doses were delivered: 10:31 pm 1.050 units, 6:31 pm 1.500 units, 5:04 pm 1.000 units, 5:01 pm 0.000 units, 4:34 pm 1.000 units, 4:10 pm 0.000 units, 3:01 pm 1.000 units, 1:28 pm 2 units, 1;22 pm 0.000 units, 3:31 am 2 units and 12:01 am 1.000 units.